Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the personality module energy device (pmed) involved with this complaint and completed the device evaluation. Failure analysis could not replicate the reported failure. The pmed was installed on an in-house printed circuit assembly (pca) test system with no issues. All the external leds were normal. Foot pedal and cautery port test were conducted. There was energy activation on all three ports of the pmed. The monopolar coag was available. The pmed did not come with a retention bracket. No problem was detected.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse confirmed the reported issue. Energy control test failed occasionally. The fse replaced the personality module energy device (pmed) to resolve the issue. The system was tested and verified as ready for use. The pmed was returned for further investigation; however, evaluation/investigation has not been completed. The root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted when evaluation is completed and/ or if additional information is received. A log review confirmed the procedure date of (B)(6) 2022 on system (B)(4). No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the personality module energy device (pmed) was replaced after the completion of a surgical procedure due unresponsive monopolar coagulation. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer informed the technical support engineer (tse) that the monopolar instrument coagulation was not available. However, the cutting function of the instrument was available. The tse advised the customer to perform the following: swap the energy control cable, perform system power cycle, and try output from the foot pedal of the external device. During the second phone call, the customer stated that the monopolar coagulation could be activated from the foot pedal of ft10 generator. The customer did not try to change the personality module energy device (pmed) port and did not power cycle the system. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on the system without error. The procedure was completed robotically.